Event description:
It was reported that after switching to the nrfit version of epidural minipack system, a disconnection occurred between the yellow clip holding the catheter and the bacterial filter within the first two weeks of use. It appears that the screw connection between the yellow clip holding the catheter and the bacterial filter in the nrfit version is not sufficiently secure. The event took place in the maternity unit, directly affecting the patient, resulting in failed pain relief during labor. There was patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. D4. Primary UDI number: the primary di# has been used as the lot/serial information is unknown. H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
The investigation of this complaint was carried out based on a video provided by the customer. In the video it was observed that when both components are assembled, the filter is easily pulled out and the rotating collar remains connected to yellow connector. Unfortunately, without the device sample we are unable to confirm or disprove if the securing ring was damaged. The root cause of the complaint is unknown. A device history record (DHR) review could not be performed as the lot number was unknown.